Event description:
It was initially reported by the site that the patient showed a high lead impedance warning. It was indicated that the x-ray will be taken and patient was referred to surgeon. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.